Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the customer completing part replacement and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device produced a patient circuit occluded message. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) was evaluating the device when the error messaged appeared on the devices screen. The fse could not find the error message in the device event logs. Following the initial visit by the fse, the customer called back and stated that they would handle the repair on their own and did not require another philips fse visit to their site. This investigation is ongoing.